Manufacturer narrative:
The event of lead revision due to lead migration was reported to abbott. No product was explanted. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs paddle lead had migrated shortly after implant, causing ineffective therapy. In turn, the patient underwent surgical intervention on (B)(6) 2020 wherein the scs paddle lead was repositioned to address the issue.